Event description:
It was reported that during the implant procedure, the lead was pinched during sheath removal, creating a kink in the coil and possible insulation damage. The lead was left in use, but then explanted and replaced about one week later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2014. (B)(4). Evaluation summary: the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.